Event description:
(B)(4). According to the information received, a customer could not deflate the balloon on the anal irrigation catheter. She reacted in panic and pulled out the catheter with balloon still inflated. She was bleeding from her anus so she went to the hospital. A physician determined that she had damaged her anal mucosa. He precribed xylocain gel 2% for the pain.

Manufacturer narrative:
The product was not returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device of the cause of the occurrence. Should the device or any additional information become available a follow up report will be submitted.

Manufacturer narrative:
The product was not returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device of the cause of the occurrence. Should the device or any additional information become available a follow up report will be submitted. Follow up #1: the control unit was returned without the catheter. The control unit was checked was a catheter from production. The control unit did not appear broken or damaged. The production catheter could be inflated without any problem and the catheter could be deflated by turning the knob on both the "finish" symbol and the "air" symbol. From the test results, it can be assumed that it wasn't the control unit which caused the incident. Based upon the testing of the control unit, the complaint regarding a catheter that would not deflate could not be confirmed.

Event description:
Patient identifier: (B)(6). Date of event...(B)(6) 2013. According to the information received, a customer could not deflate the balloon on the anal irrigation catheter. She reacted in panic and pulled out the catheter with balloon still inflated. She was bleeding from her anus so she went to the hospital. A physician determined that she had damaged her anal mucosa. He prescribed xylocain gel 2% for the pain.